Event description:
Caller reported that t:slim x2 pump battery would not charge due to a power source alert identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet and leave it for at least 30 minutes to initiate charging, with further follow-up planned by technical support.